Event description:
A malfunction was reported on the customer's pump with the malfunction code "malf 5" displayed. There was no reported adverse impact to the customer. Technical support assisted the customer with resetting the pump, which did not resolve the issue, leading to the decision to replace the pump. The customer will use multiple daily injection mdi as a backup therapy during this transition.